Manufacturer narrative:
Findings: unit was unable to prime during prime/a33 test due to moisture damage on fsr. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Pump received with black shadow on the display due to warped/uneven pcb on the lcd board. Unit had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer's wife reported via phone call indicating that patient had high blood glucose but not hospitalized. Customer's blood glucose was 345 mg/dl. The customer was offered to troubleshoot the insulin pump and bayer meter but declined. The customer stated that she would like to start fresh with a new meter and pump. The customer stated that he doesn't have a bayer meter but he has a nov max meter. The customer was advised that he has a nova max meter.